Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided pictures identified the bolt, with debris noted on the surface. The damage to the threaded shaft could not be confirmed due to the quality of the pictures and the debris on the device. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a threaded shaft bolt was damaged in the inserter. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.